Event description:
Surestep test strips had a pink confirmation dot, instead of the normal white. Patient did not experience any symptoms duirng the time of concern. Patient obtained results such as, "0 mg/dl" and "4 mg/dl" within 10 minutes. Patient decided to visit physician due to the abnormally low blood glucose readings. No treatment was administered by the physician. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's test strips were replaced.